Event description:
It was reported, the patient fell in 2009, 2010, and three times in 2013. The patient¿s system was revised in (B)(6) 2014 due to a loss of therapeutic effect. The stimulator was low and the lead was malpositioned. The stimulator was replaced due to not working. The lead was replaced and moved from the right side to the left side. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment. They did not have any problems at the time of the call.

Manufacturer narrative:
Product ID 3093-28, lot# j0235594v, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3093-28, lot# j0235594v, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).